Manufacturer narrative:
A visual inspection of the returned device revealed the housing tube was confirmed to be broken. It was reported that the patient was weight bearing from patient activities which may have contributed to the failure. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.

Event description:
It was reported that allegedly the patient's precice nail is damaged. The physician revised the precice nail without incident.